Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the inserter stripped the posterior insertion point on the clydesdale implant while performing the orthogonal maneuver. After the inserter was made inoperable, the surgeon used a tamp to complete the insertion of the clydesdale. The orthogonal maneuver was not fully completed but implant positioning was deemed acceptable following fluoroscopy and o-arm confirmation. There was no delay to the procedure and no impact on the patient outcome.